Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient received an inappropriate shock. Evaluation of the patient revealed non capture, high lead impedance and threshold measurements.